Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6). Product type: programmer. The analysis of the 97745 intellis controller (s/n (B)(6)) revealed that no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis was performed on returned device.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 97745bp, serial/lot #: (B)(6) b3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is not taking a charge since yesterday. Patient services specialist assisted patient with resetting the controller and controller did not power on with or without battery pack. Patient service confirmed there is no visible damage to the controller or battery pack. Patient put aa batteries in the controller, controller show no device found message. Ps asked patient to remove the aa batteries from the controller and screen show a message to replace the controller batteries. Patient stated controller showed screen 79 and there is no batteries in the controller. Ps confirmed there is no batteries inside the controller. Patient stated the controller was plugged into 3 different outlets in the past 2 days. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack device. Pt called back stating they received the replacement controller and battery pack but it is not taking a charge when plugged into the ac power supply. Caller stated they have a green light at the adaptor on the ac so it must be an issue at the end of the cord. Caller stated they were wrong to assume the controller and battery were the issue. Agent sent email to repair to replace the ac power supply. No symptoms were reported.